Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 failed to close all the way. A field service engineer arrived at the station and found that door 5.1 would not close due to a damaged bearing cage. The key pockets were removed from the old drawer module, and the drawer module was replaced. The new enhanced half drawer was assigned as drawer 5.1 and 5.2. The fse replace the key pockets and then tested for proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 was failed to close all the way. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.